Manufacturer narrative:
Patient files showed at least four applications with catheter afapro28 lot # 98500 and five applications were performed with a second catheter afapro28 lot # 98500 without any issue on the date of the event. Visual inspection of balloon catheter showed there is traces of blood inside the balloons. Smart chip verification showed four applications were performed with the catheter. The catheter failed the performance test due to a system notice (#50005) that was received indicating that the safety system detected fluid in the catheter and stopped the injection right after connecting to the console. Dissection showed there were blood in the y-block and service loop. Pressurizing the catheter showed the outer balloon was intact but the inner balloon had two big pin holes on the sides and guide wire lumen of the catheter was leaking in balloon segment proximal side of the heat shrink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.